Event description:
Toxic shock syndrome. Hypotension requiring pressors, worsening renal failure, spiking temps. Diagnostic desquamating rash 2 weeks later. Only potential source of bacterial overgrowth and toxin release was black sponge in dressing lt thigh.